Event description:
It was reported that the patient deviation alarm was occurring. The patient at some point went within range and now is out of range. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon communication with the user facility it was identified that the device was functioning properly and that the patient condition resulted in the temperature deviation alarm. After restarting the device, the alarm stopped. Manufacturing date h4 and h6 coding have been corrected.

Event description:
It was reported that the patient deviation alarm was occurring. The patient at some point went within range and now is out of range. The patient was not adversely affected and no clinically relevant delay in treatment was reported.